Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of august 1, 2019 was chosen as a best estimate based on the date the patient started to experience the complications in (B)(6) 2019. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Patient codes (B)(4) capture the reportable events of erosion, abdominal pain, pelvic pain and hematuria. (B)(4) captures the reportable event of additional intervention. Conclusion (B)(4) being used in lieu of an adequate conclusion code for device not returned. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior posterior colporrhaphy with transvaginal taping procedure performed on (B)(6) 2011 to treat urinary incontinence and rectocele. The procedure was then completed with no complications. Cystoscopy revealed no injury to the bladder. The patient was taken to the recovery room awake and responsive. In (B)(6) 2019, the patient began to experience lower abdominal pain, unspecified type of hematuria, pelvic pain and erosion of bladder suspension mesh. On (B)(6) 2019, the patient underwent open excision of bladder mesh with cystorraphy, resection of right arm of the mesh and excision of a small portion of bladder wall with primary closure of bladder. Postoperative day 1 of mesh excision and cystorraphy, patient was having breakthrough pain, walked to chair last night but got flushed/lightheaded. No nausea or vomiting, good uop (urinary ouput), low jp output (jackson- pratt drain). Remained inpatient until postoperative day 2 because of pain, which was well controlled at discharge. Urine red-tinged, taught irrigation techniques for discharge. Post-operation outcome is progressing. Urine continues to be red in color, although not as dark as before. Jp (jackson-pratt ) drain noted with only about 8ml of sanguineous drainage. Scout image reviewed, no abnormal findings. Omnipaque contrast filled via foley with gravity, intermittent fluoro images throughout show no leak, stopped filling at 200cc, ap (anteroposterior) and lateral views show smooth-walled bladder with no leak of contrast, no other abnormal findings including no vur (vesicoureteral reflux), no tic, etc. Contrast drained, and post drainage film shows no contrast leak. Foley was removed and abdominal incision is healing great without erythema or drainage. She will stop abx (antibiotics) now; she has been off of ditropan 3 days. Patient will follow up in one month in clinic. Clinical notes indicated that patient experienced pain post operation but later felt much better, less pain, well controlled and tolerated diet. Patient was up in chair for six hours and walked around the room. On exam looks good, abdomen was soft and inicision was healing. Urine was dark red, patent foley and tubing, and there were no clots. It was planned to irrigate foley to rule out clots; teach patient irrigation technique and needed supplies of catheter tip syringe, irrigation set up, normal saline before patient was discharge home. Later on, patient experienced very red foley residual and might cause clots. One time bladder irrigation was performed to check and dislodge possible clots. Bladder was irrigated, no resistance noted and no clots visible. Patient tolerated procedure well and denied pain. Patient teaching on bladder irrigation was given and irrigation supply was provided. On (B)(6) 2019, follow up appointment, patient arrived with the same symptoms of unspecified type of hematuria and pelvic pain. Patient had treatment and was discharged on the same day. Findings showed normal bowel gas pattern. Tiny round calcific densities overlie the pelvis, most compatible with phleboliths. Tip of catheter overlies the lower pelvis. Bones and soft tissues otherwise unremarkable. Cystogram showed in anteroposterior, oblique, and lateral views reveal normal size bladder. No contour abnormalities and extraluminal contrast leak. On the anteroposterior image, there appears to be a small amount of contrast within the right distal ureter. Voiding images were not obtained. No evidence of contrast leak. Questionable vesicoureteral reflux into the right distal ureter. This is only seen on one image and could represent artifact. Final diagnosis revealed unspecified type of hematuria, pelvic and perineal pain. The patient was prescribed with tramadol 50-100 mg (for moderate to severe pain) and many other medicine after the surgery. The patient was discharged in good and stable condition.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2019 was chosen as a best estimate based on the date the patient started to experience the complications in (B)(6) 2019. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) health surgery center (B)(6). Block h6: patient codes e2006, e1002, e2330 and e1302 capture the reportable events of erosion, abdominal pain, pelvic pain and hematuria. Impact code f19 captures the reportable event of additional intervention. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior posterior colporrhaphy with transvaginal taping procedure performed on (B)(6), 2011 to treat urinary incontinence and rectocele. The procedure was then completed with no complications. Cystoscopy revealed no injury to the bladder. The patient was taken to the recovery room awake and responsive. In (B)(6) 2019, the patient began to experience lower abdominal pain, unspecified type of hematuria, pelvic pain and erosion of bladder suspension mesh. On (B)(6), 2019, the patient underwent open excision of bladder mesh with cystorraphy, resection of right arm of the mesh and excision of a small portion of bladder wall with primary closure of bladder. Postoperative day 1 of mesh excision and cystorraphy, patient was having breakthrough pain, walked to chair last night but got flushed/lightheaded. No nausea or vomiting, good uop (urinary ouput), low jp output (jackson- pratt drain). Remained inpatient until postoperative day 2 because of pain, which was well controlled at discharge. Urine red-tinged, taught irrigation techniques for discharge. Post-operation outcome is progressing. Urine continues to be red in color, although not as dark as before. Jp (jackson-pratt ) drain noted with only about 8ml of sanguineous drainage. Scout image reviewed, no abnormal findings. Omnipaque contrast filled via foley with gravity, intermittent fluoro images throughout show no leak, stopped filling at 200cc, ap (anteroposterior) and lateral views show smooth-walled bladder with no leak of contrast, no other abnormal findings including no vur (vesicoureteral reflux), no tic, etc. Contrast drained, and post drainage film shows no contrast leak. Foley was removed and abdominal incision is healing great without erythema or drainage. She will stop abx (antibiotics) now; she has been off of ditropan 3 days. Patient will follow up in one month in clinic. Clinical notes indicated that patient experienced pain post operation but later felt much better, less pain, well controlled and tolerated diet. Patient was up in chair for six hours and walked around the room. On exam looks good, abdomen was soft and inicision was healing. Urine was dark red, patent foley and tubing, and there were no clots. It was planned to irrigate foley to rule out clots; teach patient irrigation technique and needed supplies of catheter tip syringe, irrigation set up, normal saline before patient was discharge home. Later on, patient experienced very red foley residual and might cause clots. One time bladder irrigation was performed to check and dislodge possible clots. Bladder was irrigated, no resistance noted and no clots visible. Patient tolerated procedure well and denied pain. Patient teaching on bladder irrigation was given and irrigation supply was provided. On (B)(6), 2019, follow up appointment, patient arrived with the same symptoms of unspecified type of hematuria and pelvic pain. Patient had treatment and was discharged on the same day. Findings showed normal bowel gas pattern. Tiny round calcific densities overlie the pelvis, most compatible with phleboliths. Tip of catheter overlies the lower pelvis. Bones and soft tissues otherwise unremarkable. Cystogram showed in anteroposterior, oblique, and lateral views reveal normal size bladder. No contour abnormalities and extraluminal contrast leak. On the anteroposterior image, there appears to be a small amount of contrast within the right distal ureter. Voiding images were not obtained. No evidence of contrast leak. Questionable vesicoureteral reflux into the right distal ureter. This is only seen on one image and could represent artifact. Final diagnosis revealed unspecified type of hematuria, pelvic and perineal pain.